Event description:
The pt was implanted by a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced intermittent red heart alarms, followed by a prolonged red heart alarm that led the pt to become non-responsive. The pt had a long downtime and it was uncertain how long or if the pump was running. Emergency services was called and began switching the primary system controller back and forth with the back-up system controller in an attempt to restart the pump. The pt was admitted to intensive care unit (ICU) and the pt was in ventricular fibrillation (v-fib) for about 15 minutes before he was shocked. The pt was switched to the back-up system controller and a hospital owned power module pt cable.

Manufacturer narrative:
The manufacturer received additional information indicating that the pt is now doing well and has been discharged home. The manufacturer conducted a percutaneous lead distal end replacement according to procedure. A section of the external portion/distal end of the percutaneous lead (lead) approximately 18" long was returned for evaluation. Visual examination of the lead revealed that the insulation of the red wire was disrupted adjacent to the metal/controller connector and the underlying wire conductors were exposed. The characteristic of the disruption appeared consistent with fatigue as a result of repetitive flexing of the lead in this location. There was no evidence of mechanical damage to the wires such as crushing or pinching. The reported intermittent alarms and speed fluctuations would have occurred as a result of the exposed conductors of the red wire contacting the braided shield and shorting to ground while connected to the power module. No further information is available. The manufacturer is closing its file on this event.